Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3005334138-2018-00388, 3008452825-2018-00362. During a left atrial appendage amulet implant procedure, the brk would not pass through the sheath during transseptal puncture. A stylet was used and the needle was not preshaped. The introducer was replaced and the septum was punctured successfully. Two hours post procedure, the patient tamponaded. A pericardial tap and sternotomy were performed to stabilize the patient and a small leak was seen from the left atrial appendage. The patient remained in the hospital for five days and is in stable condition.